Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a tibial repair procedure utilizing an inserter on (B)(6) 2013. During the procedure, the inserter fractured as the surgeon tightened the end cap into the nail. The surgeon retrieved the fractured piece from the patient and another inserter was available to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation device found evidence that the product fractured due to torsional overload.